Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs), alleging that her onetouch verioiq meter was reading inaccurately high when compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 at approximately 9:30am when a reading of ¿134mg/dl¿ was obtained using the subject meter compared to a reading of ¿110mg/dl¿ obtained using another device (brand unknown), both measurements taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. The patient stated that she does not take any medications to manage her diabetes, and reported doing some exercise on both (B)(6) 2015. The patient reported experiencing symptoms of ¿sweating and shakes¿ almost immediately after the alleged issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure and an approved sample site was being used. The csr educated the patient around the allowable result differences and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate result on the subject meter, took action based on the alleged result, and reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/20/2015 device evaluation.the lay user/patient¿s meter and test strips have been returned on 3/10/2015 and 3/10/2015, evaluated by lifescan product analysis on 3/12/2015 and 3/17/2015 respectively with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.